Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a moderately calcified and mildly tortuous common femoral artery using a prostar xl device. Reportedly, after obtaining access to the common femoral artery and dilating the subcutaneous tract to 6-french over a guide wire, the device was inserted into the vessel. During needle deployment, while holding the device at a 45-degree angle to the skin, one needle did not present at the barrel of the device as expected, but was observed sticking out of the skin of the patient. Instead of performing a needle-backdown, the misguided needle was pulled out of the skin and the suture was removed. The device was removed over a guide wire and a second prostar xl device was deployed successfully. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. Upon completion of the (tavi) procedure, the sutures were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (B)(4): the customer reported that after obtaining access to the common femoral artery and dilating the subcutaneous tract to 6-french over a guide wire, the device was inserted into the vessel. It should be noted that the prostar xl instructions for use state under indications for use that the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deploying the needles was confirmed as there was a needle strike mark on the posterior side of the barrel face, which will result in the needle not presenting at the hub during needle deployment. The needle strike mark suggests that the needle might have been deflected by an unidentified cause. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a 6-french sheath was used for dilating the subcutaneous tract over a guide wire before the prostar xl device was inserted over the same guide wire. The instructions for use (IFU) for prostar xl device states under indications for use that the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The IFU also states under special patient populations that the safety and effectiveness of the prostar xl pvs system have not been established in patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. It was also reported that the common femoral artery was moderately calcified. The IFU for prostar xl device states under special patient populations that the safety and effectiveness of prostar xl devices have not been established in patient populations with common femoral artery calcium, which is fluoroscopically visible.